Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the black box data showed continual reboots following a replace battery alarm and a motor error alarm. A visual inspection of the pump showed that the battery compartment was cracked and the pump casing was cracked. During testing, the keypad buttons were unresponsive. The complaint could not be investigated fully due to this. The pump failed leak test at the battery compartment crack and pump casing crack. The pump cover was opened and internal moisture damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging intermittent power to the pump. The reporter indicated that the battery compartment was cracked but the battery cap was secured with no o-ring showing at the time of the power issue. There was no known moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.